Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge was received cracked. Based on a photo provided by the customer, the cartridge tip appears damaged. There was no patient contact. No serious patient injury, no medical complications, and no surgical intervention was reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/25/2017. Device returned to manufacturer? Yes. Device evaluation: the 1mtec30 cartridge was returned for investigation. Visual inspection at 10x microscope magnification was performed. Residue of lubricant material was observed on the cartridge. The lens was observed stuck at the loading zone area. Heavy dent/distortion and a crack were also observed at the cartridge tip section. The condition of the product is consistent with a unit that has been previously handled and prepared for surgical use. Photos provided by the customer were also evaluated. The cartridge tip was observed damaged and cracked. The complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.